Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD), implanted (B)(6) 2018, was suspected to be depleting prematurely. A request was made to have data from this device analyzed data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was planned to continue monitoring the situation into 2025. The s-ICD remains in service. Additional information received indicated that the patient did not want to undergo replacement at this time and the s-ICD was being closely monitored. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was planned to continue monitoring the situation into 2025. The s-ICD remains in service.